Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When dr. (B)(6) completed burring for a size 3 pf implant, the trial did not fit into the area resected. The trial was deep approximately 3mm, and there was a gap from the distal ¿tongue¿ of the trial to the distal resected area of approximately 5mm (the width of a small rongeur). We upsized to a size 4, re-burred the resection area, although a gap of approximately 3mm remained. Dr. (B)(6 used cement to make up the gap. Delay of approximately 15min.

Manufacturer narrative:
Reported event: an event regarding trial being too deep involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 491 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur implant too deep. There were only 4 other reported events (pr1044925, action 717, action 1068 and action 3000). Conclusion: the mako system performed within its specification the user failure to lower the rio during rio registration and bone resection is the probable cause of the deep cut on the femoral and distal ¿tongue¿ resection of the pf implant. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When dr. (B)(6) completed burring for a size 3 pf implant, the trial did not fit into the area resected. The trial was deep approximately 3mm, and there was a gap from the distal ¿tongue¿ of the trial to the distal resected area of approximately 5mm (the width of a small rongeur). We upsized to a size 4, re-burred the resection area, although a gap of approximately 3mm remained. Dr. (B)(6) used cement to make up the gap. Delay of approximately 15 min.